Event description:
Customer alleged the bed moved by itself. It shortened up. The technician reset the bed to clear codes and inspected for further repair issues. None were found. No impact to patient.